Event description:
It was reported that a user experienced a temporary loss of dexcom g7 glucose readings on the ilet-integrated system, with readings later restoring without intervention. Symptoms included no reported adverse physiological effects. Outcomes included no medical treatment, hospitalization, or long-term impact. Investigation included product support review and user education on signal loss and reconnection behavior. Investigation of this case revealed a transient cgm signal loss event with subsequent automatic recovery, with no device component damage observed and no reproducible malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent communication disruption between the cgm and the pump.